Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient developed stenosis. On an unknown date, an unknown size taxus express2 stent was placed in an unknown location. The patient returned in (B)(6) 2011 with stenosis of the mid right coronary artery. In (B)(6) 2011, the 90% stenosis was treated with placement of a non-bsc stent resulting in 0% residual stenosis. The patient was discharged two days later on bayaspirin and plavix. The investigator assessed the event as possibly related to the (B)(4) express2 stent.

Event description:
Same case as MFR report #: 2134265-2012-02392. It was further reported that the index procedure in may 2008 treated a restenotic lesion of the distal rca (right coronary artery). The lesion was 3.5x40mm with 99% stenosis. Treatment consisted of predilation, placement of 3.5x32mm and 3.5x16mm taxus express2 stents, and post dilation resulting in 0% residual stenosis. Timi flow improved from 2 to 3 throughout the procedure. The patient was discharged the next day without complications.